Manufacturer narrative:
The reported issue was confirmed, providing clarification the device failed the therapy test.

Event description:
It was reported to philips the device had a "system error. " there was no patient involvement.